Event description:
A u.s. Distributor reported that a patient's battery charger was not charging the batteries.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board, the y1 crystal oscillator was open and the u13 cmos flash microcontroller was shorted. The cause of the inability to charge the battery pack is the contamination, open oscillator and shorted microcontroller. The cause of the open oscillator and shorted microcontroller is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.